Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter stated the pump had a power issue. And the patient had missed work with a blood glucose over 350 mg/dl and nausea. The bg excursion does not meet animas criteria for an adverse event. During troubleshooting, it was noted that the battery compartment was cracked, the battery cap was worn and could not be tightened properly , and the yellow o ring was visible. This complaint is being reported because the power issue could lead to under delivery.